Event description:
The facility reported a colleague infusion pump which experienced failure code 714:00 during biomed servicing. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 714:00 and determined the root cause to be a faulty front bezel keypad. The front bezel keypad was replaced to repair the reported condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported that during a lobectomy procedure, the device would not staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Upon further review of the event history, it was determined that failure code 714:00 did not interrupt device delivery. This complaint file is no longer reportable.